Manufacturer narrative:
A sample product was not returned for analysis. Product lot information was not provided; therefore, product history information is not available. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was some resistance during injection then the lens shot out of the injector like a projectile and ruptured the posterior capsular bag. The surgeon spent 2 hours trying to retrieve the lens and finally had to perform a vitrectomy. A secondary surgery will have to be done at some point in the future. Additional information was requested.